Manufacturer narrative:
Correction to d4 (UDI) for information inadvertently left out of previous report new information added to the following fields: d8. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the end of the graspers on his olympus 5 fr scissors was broken. Reportedly, 1 of the 2 blades was missing altogether. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional event and device information provided by the initial reporter. Should further information be provided another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event actually occurred during device reprocessing.